Event description:
The catheter separated from the hub and the patient was taken to x-ray to locate catheter. When removing the device, it was noted that the catheter was not attached to the adapter. The patient was sent to interventional radiology and a cut down was performed to successfully retrieve the catheter fragment.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)